Manufacturer narrative:
The device referenced in this complaint was not returned for further analysis. Containment action is not required since the sample was not received for evaluation. All manufacturing controls were reviewed, which were found effective and properly maintained to detect the correct position of the cuff. (B)(4).

Event description:
Customer reported the cuff will herniate and is easily dislodged. No lot number provided. No pt harm reported and the information provided does not confirm if extubation/reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this record is expected to be returned for evaluation.